Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to competitive atrial pacing was observed. It was noted that the competitive atrial pacing resulted in inappropriate auto mode switch episodes. Programming changes were made. The device remains implanted.